Event description:
In 2001, the pt was implanted with a gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component and contralateral leg component. It was reported that the aneurysm had grown from a pre-operative size of 49mm to a current size of 60mm without evidence of an endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork was not possible since the device lot number was unavailable. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. Please note additional device implanted in this pt: pct231416/lot# unk.